Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: k-wire cocr 0.9 x 95mm, cat#: 231209095 lot#: ni (qty 2),. K-wire cocr 1.4 x 127 mm, cat#: 231214127, lot#: ni. Jgrknt short rigid sz1 imp/drl, cat#: 110005307, lot#: 556720. K-wire cocr 1.1 x 105mm, cat#: 231211105 lot#: ni. Vpc screw 3.4x30mm, cat#: 233230030 lot#: ni. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the insertion of a screw into the patient's foot, the screw head stripped out, causing the need to remove the screw from the patient and implant a larger screw. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.